Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product

Event description:
Consumer called and stated that the upper part of the brush came off when he/she was brushing his/her teeth. No injury was reported.